Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device failed for high impedance using these attached pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation. The customer's report was verified during evaluation and attributed to the electrode pads. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.